Manufacturer narrative:
Updated fields: b3, d8, e1, h2, h3, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to a faulty charged coupled device (ccd). The event can be prevented by following the instructions for use which state: chapter 4 operation (warning) ·if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. In this case, immediately stop use and slowly withdraw the endoscope from the patient. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, such as bleeding or perforation. ·if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure. The following descriptions for the e311 error are stated in the enclosure-side instruction manual (gt7168_22) 9.2 troubleshooting guide. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a no image and a communication error (e311). The issue was identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a no image and a communication error (e311). The issue was identified during preparation for use. There were no reports of patient harm.